Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-03398 it was reported that death occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca) and ramus. A 2.50mmx28mm promus element stent was implanted in the ramus and was post-dilated for better apposition. Subsequently, a 2.75mmx38mm promus element long stent was implanted in the rca. During post-dilation, the patient went into sudden cardiac arrest. Cardiac massage was performed. Myocardial rupture was confirmed by an echo on the table. The patient died after some time in the critical care unit (ccu).